Event description:
It was reported that during an unrelated surgical procedure the atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed. The outer insulation was breached/cut.